Manufacturer narrative:
The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of malposition of cylinder, quality accepts the physician¿s observations of such as the reason for surgical intervention. As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed.

Event description:
According to the available information the device was explanted and replaced due to the cylinders of the ipp were uneven in the shaft and there is a one-inch gap to the tip and a kink near the patient's body. When attempted to straighten the implant, it causes the patient pain. The implant is only able to be pumped three times and not fully implant the implant.

Event description:
According to the available information the cylinders of the ipp were uneven in the shaft and there is a one-inch gap to the tip and a kink near the patient's body. When attempted to straighten the implant, it causes the patient pain. The implant is only able to be pumped three times and not fully implant the implant.